Manufacturer narrative:
Device used for treatment. The manufacturing papers were reviewed and no abnormal findings were identified. The reamer was analyzed for conformance to print specifications and passed. The fracture surface is homogenous which indicates material conformity. It is possible too much mechanical force resulted in the tip breakage. No product fault could be identified.

Event description:
A device report from (B)(6) indicated a hospital in (B)(6) reported: during a procedure, surgeon was reaming the shaft of the humerus and the tip of the reamer head broke. All pieces were retrieved. Surgeon plated the shaft. It was noted a competitor drill was used with the reamer head. The hospital disposed of the pieces of the reamer head.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.